Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, the device investigation findings. The scope was sent to an independent laboratory for microbial testing. The scope tested positive for micrococcus luteus; however, no gram negative bacteria was present on the scope. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. Olympus performed a visual inspection on the scope and was unable to find any signs of foreign material inside the biopsy channel, biopsy port, suction port, insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens/glue, and objective lens/glue when inspected with an olympus borescope and telescope test equipment. There was a leak noted on the bending section cover due to a cut found on the bending section cover. Upon removal of the bending section cover, frayed wires were found on the bending section mesh likely causing the cut on the bending section cover. The scope was serviced. Based on the physical device evaluation results, improper maintenance could not be ruled out as a contributory factor to the reported event. The instruction manual states ¿before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿

Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation on (B)(6) 2017; however, the evaluation has not yet begun. The scope will be sent to an independent laboratory for culture testing and ethylene oxide sterilization (eto). In addition, an olympus endoscopy support specialist (ess) contacted the user facility on (B)(6) 2017 to offer a reprocessing in-service training. The user facility declined the ess visit. Olympus will continue to investigate this report and if additional information becomes available, a supplemental report be submitted.

Event description:
Olympus was informed that three patients contracted mycobacterium mucogenicum infections after undergoing unspecified procedures using the bronchoscope (bf-q180). This is 2 of 3 reports.